Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the customer had been experiencing some leakage from the filter at the end of the line two weeks ago. A new batch of supplies was sent to resolve this issue. However, the leakage happened again on the previous weekend. Customer had tried replacing the line, but the problem persisted. The outcome of the event was that the patient changed the line right away and leak resolved. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9 - date returned to mfg: 6/25/2025. Two new devices were returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.